Manufacturer narrative:
Analysis of the provided patient comparison measurements as well as device data indicates that the considerable positive bias in (k+)-measurements of one individual patient was probably caused by hemolysis. Potential root causes for hemolysis include for example: obstruction in the sample pathway, e.g. Due to presence of coagel, vigorous mixing of the sample, certain diseases, e.g. Types of hemolytic anemia. The radiometer investigation concludes that the analyzer worked as intended.

Event description:
According to the complaint, the abl800 flex analyzer sn (B)(6) measured false high on potassium twice. The following results for potassium (k+) was reported by the abl800: 5,7mmol/l and 6,2mmol/l. A comparison measurement on another abl800 gave a result of 4,2mmol/l, which is in accordance with the patient condition.